Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This is 1 of 3 reports related to the same event. (See 3002806535-2012-00114/116).

Event description:
It was reported that patient underwent primary knee arthroplasty on (B)(6), 2011. Revision procedure was performed on (B)(6), 2012 due to pain and loosening. No further information has been received.